Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was in overdischarge and the patient stopped charging their ins about 5.5 months prior to the report. The rep was trying to set up an appointment to do a trickle charge with the patient to recover the ins but that hadn't occurred yet. The patient wanted to get ins replaced as they have had problems recharging the ins; the rep did not have any details about the nature of the recharging problems but did know that the patient had been charging daily for longer periods of time. Additional information was received from the rep reporting that the patient felt it would take 4+ hours to charge and the ins went into overdischarge; the patient did not want to meet with the rep for 3+ hours to bring the ins back and preferred to get it replaced with a new ins. The rep was unsure what the cause of the recharging problems was. It was noted that the information was confirmed with the physician. No symptoms were reported. No further complications were reported/anticipated.